Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the buttons were stuck due to the air pressure in the plane. Customer's blood glucose was unknown. Customer mentioned to have a hypoglycemia episode during the descending of the plane. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin pump was uploaded using carelink pro. Carelink prelisted all test data. No history anomaly noted on carelink pro. No unexpected weak signal alarm or stuck button anomaly noted. All buttons functioning properly. No damage or moisture damage in the keypad assembly noted. Connector on printed circuit board was inspected and properly connected. The insulin pump received with scratched case and fading serial number label.